Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for intrathecal infusion of medication for non-malignant pain. The pt died on 3/25/00, one day after implant of a new synchromed pump. The cause of death is thought to be related to the combination of drug used in the pump - dilaudid, as well as the anesthesia used. Phone calls to the hcp for further info have not been returned.